Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Customer reported via phone call that they noticed condensation on the screen and crack on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer stated that the insulin pump had a stuck button issue on august 09, 2019 which was resolved yesterday. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.